Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10.

Event description:
It was reported that 15 pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the consumer had about 15 pen needles or less from the current box that did not release the medication during the injection. Verbatim: from phone call on (B)(6) 2020 10:33:54: called consumer to follow up. Consumer stated she sent samples back last year or two years ago. Stated no one ever told her the results. Informed consumer of evaluation results. Attempted to explain how to attach the npe of the pen needle properly to insulin pen and consumer stated she has spoken about this many times with other reps. Consumer stated she was busy, had to go, and call ended. Lg consumer reported having about 15 pen needles or less in current box that did not release the medication during injection. Stated it is not her fault the needles malfunction and she would like another coupon. Stated she would also like evaluation results however, previous case file shows samples discarded. Consumer reported same issue in (B)(6)

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 15 pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the consumer had about 15 pen needles or less from the current box that did not release the medication during the injection. Verbatim: from phone call on (B)(6) 2020 10:33:54: called consumer to follow up. Consumer stated she sent samples back last year or two years ago. Stated no one ever told her the results. Informed consumer of evaluation results. Attempted to explain how to attach the npe of the pen needle properly to insulin pen and consumer stated she has spoken about this many times with other reps. Consumer stated she was busy, had to go, and call ended. Lg consumer reported having about 15 pen needles or less in current box that did not release the medication during injection. Stated it is not her fault the needles malfunction and she would like another coupon. Stated she would also like evaluation results however, previous case file shows samples discarded. Consumer reported same issue in cs0019160, cs0016581, cs0020257 and cs0030469."